Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing back pain due to the device. A additional call with the consumer indicated that the patient was in more pain and wondered if this was normal. The caller was advised that the patient should follow-up with their healthcare provider (hcp). A third call with the consumer determined that the patient was having a problem with urgency. The patient gets the urge to void and has to sit and wait a while and it doesn't come out until the patient opens their vagina and then it comes gushing out. The caller reported that when the patient wipes herself urine also gushes out and the patient has itching in the vaginal area from urine sitting there. The caller was assisted with changing the patient's setting to 0.8 on program 2 where the patient confirmed stimulation felt in the correct area. The caller reported that if stimulation was increased past 0.8 it was uncomfortable for the patient. A later call from the consumer indicated that the patient did not feel like they were improving much and was having to push/strain when voiding and is not able to empty. The patient was also feeling nauseous and in a final call it was reported that the patient took a water pill. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.